Manufacturer narrative:
Additional information: d4 - UDI number. H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be the over temp alarm was out of calibration. The reported issue could not be confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was constantly overheating. The operator checked the fluid level and determined it was within specification. Patient involvement is unknown and there has been no report of adverse event.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.